Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient experienced bleeding post-op from the staple line. Surgeon scoped the patient and clipped the bleeder.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient is fine. The procedure performed was a lap assisted sigmoid resection.